Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The intended lesion was situated in the proximal lad (aha 6) , had mild tortuosity, mild calcification and 90% stenosis. The lesion had been pre-dilated twice. No damage was noted to the resolute onyx packaging. No issue was encountered when removing the device from the hoop. The device was inspected and negative prep carried out with no issues noted. The device was inflated to 12 atms when the balloon burst, during stent deployment. The device did not pass through a previously deployed stent. No resistance was encountered during advancement, and no excessive force was used. Post-dilation was performed successfully by the balloon which was used for pre-dilation before. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to aware date for previously submitted additional information. The correct aware date for report # 9612164-2018-01767 is the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon returned with blood visible in the balloon and inflation lumen. The device was placed in the waterbath to disperse the blood in the balloon and inflation lumen in order to aid inflation. The balloon failed negative prep. The balloon failed to maintain pressure. Upon inflation, a leak was observed exiting the distal tip, suggesting a leak on the inner shaft. No deformation was evident to the balloon material. The balloon was cut in order to inspect the distal inner. A puncture site was evident on the distal inner 1.8cm proximal to the distal tip. The material at the puncture site was uneven. A kink was evident on the distal inner 2.4cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.